Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) touch screen not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and calibrated the touchscreen and replaced handle on console. To fix the issue, fse replaced slide handle assy and cable tie, 5/16 nylon p-clipa. Full calibration done and tested the unit. The failure analysis and testing dept installed the console handle p/n into the cardiosave test fixture serial number and tested the handle to factory specifications per the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Verified the failure of the handle failure "console handle sticks when pressed". Unable to retract. Retaining the handle in the fat dept. Per procedure 0002-07-d008 rev al. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.